Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring seals failed to deploy properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Device 1: the device was returned to the factory for evaluation. It showed signs of clinical usage. There was a significant amount of blood on the delivery device, inside the delivery tube, and on the seal. There was evidence of blood on the exterior of the loading device. The tension spring assembly, anchor, and seal were outside the delivery and loading devices. The seal was cracked along the third and fifth rows of the outer edge. The green slide lock was unlocked and white plunger was depressed on the delivery device. Based upon the evaluation results, the reported complaint could not be confirmed; however, it was confirmed for cracked seal. Device 2: the device was returned to the factory for evaluation. It showed signs of clinical usage. There was a significant amount of blood on the delivery device, inside the delivery tube, and on the seal. There was evidence of blood on the exterior of the loading device. The tension spring assembly, anchor, and seal were outside the delivery and loading devices. The seal was cracked along the fourth row of the outer edge. The green slide lock was unlocked and white plunger was depressed on the delivery device. Based upon the evaluation results, the reported complaint could not be confirmed; however it was confirmed for cracked seal. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).